Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number k01102 & k013227.

Event description:
It was reported that the implant neck was fractured. The doctor confirms that the procedure could not be completed the same day with another implant and also confirms that the patient did not suffer any impact on his health.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An impl tapered scr-v sbm 3.7mm 3.5mm 10mm was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage with bone/debris and a fracture at the collar. The reported device location was 36 (fdi) and was used for approximately 7 years. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.